Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed but the leak was not from a bd product. The video provided by the customer confirming a leak shows a b-braun IV set and not a bd set, which is likely the set shown in customer photo gi-1. The root cause of this failure was not identified as no product was returned for investigation and the video of the leaking set is not a bd product.

Event description:
It was reported that the customer experienced an unspecified tubing leak in gastroenterology.

Manufacturer narrative:
No product returned. Because no will be returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer experienced an unspecified tubing leak in gastroenterology.